Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose event while using the ilet, with a nadir of 40 mg/dl and prolonged hypoglycemia, after which the user discontinued use and requested a return; education and troubleshooting were provided, and a field follow-up was initiated. Symptoms included dizziness and fatigue. Outcomes included self-treatment with oral fast-acting carbohydrates, juice, and glucose tablets without medical intervention or assistance. Investigation included a review of potential contributors and user education regarding hypoglycemia risk and management. Investigation of this case revealed no specific device malfunction identified and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.